Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number and/or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."

Event description:
Reported event of death from journal article: "benefits and risks of bariatric surgery in patients aged more than 60 years", surgery for obesity and related diseases, official journal of the american society for bariatric surgery, (2014 jan 9). Electronic publication date: 9 jan, 2014. Although the manufacturer of the device is unknown. It is allergan's approach to compliance to resolve all doubt in favor of reporting.